Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent struts towards the distal end of the stent were stretched and distorted. A strut was also raised off the balloon material at the proximal end of the stent. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found several kinks between 95 and 100mm distal to guidewire exchange port. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. The stent damage identified is consistent with the stent meeting resistance which may have occurred during the removal of the device following the no cross event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jan-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the distal left anterior descending artery (lad). A 28mm x 2.50mm taxus¿ element¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.